Manufacturer narrative:
Tandem¿s t:slim g4 user guide states: ¿do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 189 mg/dl and it was addressed with a bolus. The customer indicated that all the supplies would be changed. Reportedly, the customer used apidra insulin.